Manufacturer narrative:
The event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to patient¿s ipg reaching end of life. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient's ipg had reached end of life (eol) and deemed inoperable. Programmer displayed "replace generator" message. It was noted that patient used high settings/parameters, ran stimulation 24/7 and primarily used tonic stimulation. Surgical intervention was undertaken the ipg was explanted and replaced. Therapy was restored post-op.